Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated low p-wave amplitude measurement. The p-wave amplitude has been 0.375 mv since (B)(6) 2015. Analysis of the device memory indicated atrial undersensing information. The low p-waves results in intermittent undersensing as seen in the stored electrograms. Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial lead had intermittent undersensing. It was also noted that antitachycardia pacing was delivered for ventricular tachycardia episodes that appeared to be supraventricular tachycardia/rapid ventricular response or dual tachycardia. The device and lead remains in use. No patient complications have been reported as a result of this event.